Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a gunther tulip filter®. The inferior vena cava (ivc) diameter at the intended filter location was 16.58 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a gunther tulip filter® was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was extravasation of contrast with no filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram is not currently available. On (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 0 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 2.0 degrees of filter tilt in the ap view and 26.5 degrees in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: initial venogram revealed a tulip filter deployed in an infrarenal location with no significant tilt. However, follow-up x-rays demonstrated significant 27° tilt relative to anterior margins of vertebral bodies. However, as no cross-sectional images were provided the true underlying tilt cannot be assessed. The significant tilt is calculated in reference to the bony landmarks, which may in fact, not mirror the course of the ivc, why tilt should be measured in reference to the longitudinal axis of the ivc. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.